Event description:
Based on additional information received, the implant exfoliated two (2) weeks after placement due to non-integration. There was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- submitted on december 4, 2023 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. This report is being submitted to retract the initial report, MFR report number that was submitted on december 4, 2023. Based on additional information received, the implant exfoliated two (2) weeks after placement due to non-integration. Therefore, this report is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D6a: implant placement date was updated. D6b: implant explant date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
It was reported that the implant at tooth location #19 was exfoliated and was removed due to bone loss.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.